Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between clearlink system continu-flo solution set and clearlink system non-dehp buretrol set. The event was further described as the spike on the tubing set does not fit into the buretrol administration set adapter and that even with twisting the set cannot connect. It was stated that the spike might be too large. This issue was identified during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.